Manufacturer narrative:
Investigation findings: the microchoice high speed drill was rec'd for eval. During testing of this drill, it was found to have the potential to run on its own in the safe mode. The cause of this failure was unable to be determined. Further investigation found that this unit was last repaired in 2002. The instruction manual for this handpiece informs the user of the recommended service interval of every six months. Conmed linvatec will continue to monitor this product for this failure.

Event description:
The customer returned this handpiece for repair and provided no information regarding the reason repair was required. There was no report of injury or surgical delay.